Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated no power on resets. No physical damage was observed to the returned battery cap or battery compartment. The returned battery cap was found to tightly secure to the pump with no visible yellow o-ring. During testing, the pump was powered on with the appropriate vibratory and audible sounds. The pump was exercised for 24 hours on a one unit per hour basal rate with the returned battery cap with no power loss. Unrelated to the complaint, the bumper grip was found to be missing at the bottom of the pump. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power during use. The patient attempted to power the pump on with a different battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.